Event description:
The device was applied during a laparoscopic cholecystectomy procedure. Reportedly, the safety shield did not retract to penetrate tissue. The surgeon used another device and completed the procedure without incident.